Event description:
The spouse reported that the customer was hospitalized for dka. The spouse stated that the cannula came out of the body during the night and the customer was unaware of it being out. The customer was placed on an insulin drip at the hospital. The spouse stated that the pump was giving an alarm and needed assistance with clearing the alarm. The reservoir and set were still in the pump, but was not aware if the reservoir was empty. The spouse was instructed to remove the batteries if alarm recurs and to call back for further assistance.